Event description:
It was reported that when the deployment knob was depressed to deploy t2, it has no resistance and failed to implant t2. The surgeon thinks that t2 was already deployed when t1 deploy. Seven device were used for this case, and four of the seven products had the same failure. No patient injury was reported. No product return, and no any additional information available.